Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was returned with an attached terumo 2 ml syringe. Balloon inflation was performed with the returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clearly and concentrically with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. However, the catheter tip under the balloon appeared slightly bent. There was no visible damage observed to the balloon, windings, and returned syringe. The report of pacing issue was not confirmed; however, an investigation was opened to determine if the bent tip is related to the manufacturing process.